Event description:
It was reported a patient underwent a pediatric cardiovascular procedure on (B)(6) 2022 and suture was used. During procedure the sutures were 'falling off. No other information is available at this time. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information has been requested and received. Was the needle piece removed from the patient during the same procedure? No. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? No, but the surgeon was very upset because he had to start the case over. What is the most current patient health status and condition? No. Procedure date? (B)(6) 2022. Lot number? No. Device return status/follow up? Suture used in (B)(6) 2022 was not set aside to be returned. Dr. Said, ¿this is happening to many of us. It is certain lot numbers and batches. The swage is not connected to the suture properly. In my cases, I have to take 30 bites. On the 12th bite, the needle disconnects from the suture. This happens in batches. Three of my sutures broke. It¿s not swaged correctly. This is not the needle holder issue. This is not a torque issue either. It is tissue agnostic.¿ the nurse said, ¿surgeon takes one pass and the needle snaps off. Surgeon takes 2 & 2 passes and the needle snaps off.¿ additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. The date reported is feb 10, however you responded the date of surgery was feb. 11. Please clarify. Please obtain detailed information and advise of other events from other surgeons. No product is available for return. Note: events reported on mw# 2210968-2022-01616, mw# 2210968-2022-01617, mw# 2210968-2022-01618. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.